Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts assisted the caller in loading a new cartridge following proper technique, successfully resolving the issue, and allowing the caller to resume insulin therapy.